Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for power error. Blood glucose at the time of incident was 353 mg/dl. Customer treated high blood glucose with shot. Customer decline troubleshoot for high blood glucose. Customer reported that display is flashing. Customer reported that the internal power source in the pump is unable to charge. Customer previously called to report power error detected. Power error detected recurred within a week of troubleshoot previous occurrence. Customer stated this power error has occurred several times since his last call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device trace download analysis confirmed the power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.